Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.

Event description:
It was reported: on (B)(6) 2015, after the user switched from manual to automatic ventilation, the apollo generated a ventilator fail alarm. There was no injury reported.